Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that in the past month they had severe back pain and had to go to the ER. The patient got a cat scan, MRI, and x-ray while in the hospital, but they neglected to notify the hospital that they had an ins. After the patient got out of the hospital, they couldn't tell if the therapy was working anymore. The patient mentioned that they had a blowout yesterday and all their clothes had to be changed. The patient was concerned that the ins was potentially damaged due to them not informing the hospital that they had an ins before they got the cat scan, MRI, and x-ray. During the call, the patient successfully connected to the ins and confirmed therapy was turned on. The agent reviewed programming considerations, but the patient did not make any changes during the call. The patient had a follow-up appointment with a nurse practitioner in february. The patient indicated that the nurse practitioner was their managing healthcare provider (hcp). The agent reviewed that the hcp can interrogate the ins at the appointment to ensure the ins was not damaged. The patient mentioned a historical event which included that they had improvement with the t herapy, but not as good as they had hoped.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that the effects of the scans on the implant were unknown. The patient stated that it appears to be working. It was unknown if the issue had resolved.